Event description:
It was reported that during a lavh procedure, the tip of a hand-activated shear broke off during the procedure. The tip was unable to be removed. No patient consequences. Case completed with another device of the same product code. One device returning.